Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call watchdog timeout alarm. Customer's blood glucose level was 81 mg/dl. Troubleshooting for the alarm was performed. Customer advised the alarm did not occur during the rewind prime sequence. Customer received frozen display when attempting to do rewind process. Customer received a watchdog timeout alarm and when they replaced the battery the screen was frozen. Troubleshooting for the frozen display was performed. Customer replaced the battery for a 2nd time and now screen is blank. Troubleshooting for blank display was performed. Customer advised the insulin pump has physical damage above the battery icon on the plastic. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.